Event description:
Two needles broke during a rotator cuff repair. First one easily retrieved. Surgeon had to make an unplanned incision to retrieve the 2nd needle,extending case 90 minutes. Completed with competitors device.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. Lot number was requested but not provided, therefore device history record review could not be performed. Complainant's event caused by a broken needle point. The most likely cause for this type of event would be the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.